Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: could you please confirm the quantity of devices that presented "needle detachment from suture" during this single procedure being reported? They said they had multiple sutures prematurely separate from the needle. They did not know the exact number of issues. What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Please specify for each of the involved products. They were creating an anastomoses and pulling the suture via the needle through tissue when they became dislodged. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. The needle detached from the suture during the procedure. Another like suture was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/24/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.